Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 110 to 130 mg/dl. The customer reported symptoms of headache and confusion. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. Comparison of blood glucose test results by customer from truetrack meter to physician meter. Back to back blood test performed by customer non-fasting on (B)(6) 2015 09:00am produced test results of 153 mg/dl using truetrack meter and 111 mg/dl using physician meter. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 75 mg/dl and 68 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is no confirmed. The meter memory recalled for test results performed (date / time not set): (B)(6).